Event description:
It was reported that implant fractured. Patient received 1 stage implant placement procedure and final attachment restoration . After 2 years of functioning , the implant was suddenly fracture in two pieces., so we had to remove the implant. Tooth site # 15.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3 with dcd non-platform switched tapered implant 3.25 x 10mm (bnst3210) was returned for investigation. Visual evaluation of the as returned implant identified fracture at the threads, signs use, and external damage possibly from the removal process. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Additionally, an unknown zest locator was returned. However, no information was given about this product and no malfunction was identified, so it has been added as an associate item. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were smoker, inadequate oral hygiene, and low bone density (type iii). The reported device was in tooth location 15 (fdi) and was used for approximately 1 year, 10 months. The customer did provide x-ray or pictures. Appropriate documents were reviewed. DHR review was completed for the subject lot number 2018040668. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed as physical evaluation identified the fractured implant. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative